Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot/batch device number (t4139z), and no non-conformances were identified.

Event description:
It was reported that during video-assisted thoracoscopic lobectomy surgery when severing venous vessels with ecr60w on the first firing, pulmonary fissure tissue with gst60d on the fifth firing. After fired, noted some staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.